Manufacturer narrative:
Analysis of the catheter, model# 8709 , lot# j11022r08, found a dark residue occlusion in the most proximal dispensing hole.

Event description:
Information was later received from the patient indicating that the catheter was original and worn out but then later mentioned that the catheter was replaced due to a granuloma. It was noted that the health care professional initially tried to pull and move the catheter but it was not successful. The catheter replacement resolved the granuloma.

Manufacturer narrative:
Corrective report submitted to include correction number for inflammatory mass/granuloma at the catheter tip.

Event description:
It was reported that there was a catheter issue regarding an inflammatory mass at the catheter tip. The patient had a catheter revision 2015 (B)(6) and the catheter was replaced. The healthcare professional (hcp) mentioned the patient had a granuloma. The patient was alive with no injury prior to the revision. The drug being infused by the pump was not known at the time of this report. No outcome was reported for this event. Follow up was conducted to obtain additional information; if additional information is received a follow up report will be sent.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information reported the entire catheter was replaced. The patient's status was unknown. No outcome or drug information were reported regarding this event (device registration listed the drug as morphine). Additional information could not be obtained at the time of the report. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Product ID 8709, lot# j11022r08, implanted: 2002 (B)(6); product type catheter product ID 8578, serial# (B)(6), implanted: 2008 (B)(6); product type accessory product ID 8709, lot# j11022r08, implanted: 2002 (B)(6); product type catheter. (B)(4).